Event description:
It was reported that the coating on the shaft of the unit was torn. It was further reported that this happened during a case. Another unit was used to successfully complete the case. There were no adverse consequences to the pt or user of the unit.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.